Manufacturer narrative:
(B)(4). The device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Literature source: santos ap, conkin r, dowd k. Needle break: complication and management of intraosseous vascular access. Am surg. 2017; 83 (1): e18-20. This report describes a case study of a (B)(6) male who had an io catheter placement in the left proximal tibia with ez-io after sustaining injuries in a motorcycle accident. Upon removal of the io access, the needle broke at the hub with the retained needle no longer exposed above the skin. Removal at the bedside using hemostat forceps failed, as well as the use of a sternal needle holder and a wire twister. Under fluoroscopic guidance, a 4 mm stryker crown drill bit was used to remove the retained needle by coring it out of the bone. The site was irrigated, bone graft substitute was placed into the defect, and the surgical site was closed. The patient healed well and was discharged with no complications 3 days later.